Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during an endoscopic retrograde cholangiopancreatography procedure, on (B)(6), 2011. According to the complainant, the patient presented with a malignant bile duct tumor. During the procedure, after the stent was implanted, the physician felt that the stent was 'too long'; however the physician felt that the 10x80mm stent was the correct size prior to deployment. Due to the severe straightness of the stricture, it was reported that the stent did not fully expand post deployment. As a result, the stent was 10 centimeters long instead of 8 centimeters. The device was removed from the patient without issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
No code available (non-surgical medical intervention performed). (No code available) for the reported issue of stent expansion issues. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during an endoscopic retrograde cholangiopancreatography procedure, on (B)(6), 2011. According to the complainant, the patient presented with a malignant bile duct tumor. During the procedure, after the stent was implanted, the physician felt that the stent was too long; however the physician felt that the 10x80mm stent was the correct size prior to deployment. Due to the severe straightness of the stricture, it was reported that the stent did not fully expand post deployment. As a result, the stent was 10 centimeters long instead of 8 centimeters. The device was removed from the patient without issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath had been retracted and the stent had been deployed. The stent measured 84 mm in length when placed on the bench, before it was placed on a 10 mm mandrel. However, when placed on a 10 mm mandrel, it measured 80 mm in length which is within specification. In addition, the position of the radio opaque marker bands was within specification as well. The stent dimensions of the 10 mm x 80 mm wallstent rx biliary endoprostheses as specified on the product label refer to the deployed and fully opened stent, the implanted stent length is relative to its diameter. Stents are cut to length according to markerband placement on the inner lumen and this was correct on the returned device. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. Based on the condition of the returned device, and the evaluation conducted, the most probable root cause for the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.